Event description:
Lead extraction procedure to remove ra and rv lead. Each lead was prepped with an lld-ez. Lead on lead binding noted at the innominate/svc junction. The ra lead was extracted successfully without complications. While attempting to remove rv lead, the tip of the lead was reached and came out using countertraction. At that time, the blood pressure decreased but no effusion was noted. The physician could not remove the rv lead, so 14fr sls was used and could not pass the innominate/svc junction. Laser radiation was performed trying to remove rv lead. Patient's bp dropped significantly. Sternotomy was performed with repair of tear at the svc/innominate junction anterior wall. The rv lead was removed surgically.